Event description:
Pt scheduled for insertion of a power port. During the procedure, the introducer from the power port set (ref 1808051, lot redp0075, exp 11/30/2020) bent into a "wiggle" form rather than maintaining its "straight" integrity when used by the surgeon. A replacement introducer set was obtained and utilized. The pt was placed into trendelenburg to prevent an air embolism during this transition time. Ultimately, the power port was placed, confirmed by x-ray and pt went to post-op as scheduled. FDA safety report ID# (B)(4).